Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's parent reported via phone call that customer experienced high blood glucose level of over 600 mg/dl. The customer had symptoms such as nausea and high ketones. Customer treated with manual injection. Customer's blood glucose value was over 600 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017. Troubleshooting was performed. The drive support cap appeared normal. Customer's parent declined to check for leaks or air bubbles, site or insulin issues and device settings. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer also reported to have revived a motor error alarm and troubleshooting was performed and completed. The insulin pump was not returned for analysis.